Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported laser cuts firing completely anterior causing no continuous curvilinear capsulorhexis (ccc). The fragmentation shifted close to the anterior capsule and the incision cuts in the cornea during laser assisted cataract surgery. Ccc and incisions were completed manually and fragmentation was managed. Additional information is requested.

Manufacturer narrative:
There was no service request (sr) opened for this event. The system manufacturing device history record (DHR) was reviewed. Based on the assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).